Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had replace battery now alarm, customer already changed the battery, but still getting the same error. Customer's blood glucose value was 189 mg/dl. The customer was able to troubleshoot. Customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer states the battery was not previously used. Customer states the battery cap was not loose, cracked or damaged. Customer states this was the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss alarm noted in the long trace or device history. (B)(4).